Manufacturer narrative:
Device was returned and evaluated. Visual inspection of the returned device found signs of repeated use and a fracture on both sides of the post feature. Gouge marks and dents were noted which was indicative of repeated use. Device was evaluated and the reported event was confirmed and is part of a corrective action. Complaint history review revealed no action is necessary as no trends were identified. Device history report was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Root cause was attributed to the design of the device. The complaint is considered confirmed as the returned tasp was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional fractured. No adverse events have been reported as a result of the malfunction.